Event description:
According to the reporter, during a laparoscopic pancreatectomy, the device was unable to fire. They used another device to resolved the issue and complete the case. The patient was alive with no injury.